Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Vertebroplasty/sacroplasty: during the routine injection of a confidence plus cement kit, the silver tip on the end of the hydraulic pump was unusually difficult to attach to the receiving end on the lid of the cement reservoir. It typically, very easily pops directly onto the cement reservoir lid without much effort. After somewhat struggling to get the hydraulic pump attached to the cement reservoir lid, the sterile water started to leak from the hydraulic pump. The hydraulic pump was difficult to prime as well. A piece of metal also broke from pump and was placed aside. A second kit had to be opened in order to finish the case.

Manufacturer narrative:
Corrected information: device evaluated by MFR?, device available for evaluation?. Additional information: evaluation codes. (B)(4). Two (2) hydraulic pumps and one (1) cement reservoir from the confidence kit were returned for evaluation. Visual examination of the returned devices revealed no apparent abnormalities. Confidence kit was then functionally tested. No difficulties engaging and disengaging between the connection of the rectus connector and the quick-connect feature of the cement reservoir connection was detected. Visual examination of the mixing cement bowl revealed that an unspecified small portion of solidified cement remained inside the mixing well. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Functional analysis of the confidence kit revealed no difficulties engaging and disengaging between the connection of the rectus connector and the quick-connect feature of the cement reservoir connection. Therefore, this investigation could not verify or identify any evidence of product contribution to the reported problem. The root cause for the leakage of water cannot be positively determined. No definitive conclusion can be drawn from the returned confidence kit. However, the issue has been observed previously and is investigated as part of a data review (dr-003200), opened to further capture the increase in complaints associated to the transfer efficiency of confidence high viscosity spinal cement. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.